Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported error message when the cut function was activated. Upon examination of the tip under magnification, it was noted that a piece of the ceramic insulator was missing underneath the left return arm. The missing ceramic tip was not returned. The tip of the device was then disassembled and further examination revealed a bent tip on the active electrode and cracks in the ceramic tip. The most likely root cause could be attributed to user handling. The instruction manual provides several warning and caution statements in an effort to prevent damage to the device. ¿do not use device if the packaging or the device is damaged. Do not activate the device while adjacent to or in contact with other metallic objects or devices. Carefully remove the instrument from the treatment site. Do not withdraw the instrument while power is being applied. Unintended tissue injury and/or damage to the contacted object or device may occur.¿

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, upon activation of olympus generator (model# esg-400), an error code appeared indicating coagulation build-up on the tip of the device. The error code happened seven times throughout the procedure. There was no adverse impact on the patient. The procedure was completed with a different but similar device.